Event description:
Related manufacturer reference number: 2017865-2024-66434.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead exhibited far r oversensing resulting in inappropriate automated mode switch (ams) episodes the clinic will continue to monitor the patient and no intervention was performed. The patient was in stable condition.